Event description:
The customer reported a clear fluid leak of approximately 10ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak and powered off the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/02/2015. The fse found a leak caused by a loose luer lock on the lower sheath restrictor tubing through pinch valve vl46b. The fse tightened the luer lock which resolved the leak. The instrument ran without leaks and repairs were verified per established service procedures. (B)(4).